Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave amplitude and high capture threshold was observed. Lead dislodgement was noted on x-ray. Lead was re-positioned successfully. Patient was doing well.